Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a discrepant high result for 1 patient sample tested for elecsys total psa immunoassay (tpsa) on a cobas 6000 e 601 module. The initial tpsa result was 10.44 ng/ml with a repeat result of 0.593 ng/ml. The initial tpsa result was not released outside of the laboratory. The repeat result was deemed to be correct. There was no allegation of an adverse event. The tpsa reagent lot was 247045 with and expiration date of sep-2018. Further investigation showed that a root cause could not be determined. There were no conspicuous alarms around the day of event. Possible root causes include improper preanalytics, contamination of the environment with the analyte, dirt on the gripper finger, insufficient electromagnetic interference (emi) laboratory compliance, sample quality, and insufficient maintenance. A general product problem is excluded.